Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to the initial (d4- unique device identification). The initial report listed the unique device identification. However, the unique device identification number of the subject device is unknown. Although the actual lot of the product is unknown, since the facility in question has only shipped products with a design change since october 2022, it was judged to be a complaint due to a design change product and an investigation was conducted. Reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, olympus confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: (B)(4). Type test: when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user. -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the detachment could not be identified. The event can be prevented by following the instructions for use which state: see attachment procedure and warning column in 9.3: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
A company represented reported, on behalf of the customer, that while using the evis exera iii duodenovideoscope the single use distal cover fell inside the patient's mouth. The physician had to use a scope to get the cover out because it was too deep in the patients mouth to retrieve. With the scope, the physician was able to retrieve the cover without further problems. There was no death, injury, or infection related to the incident. Despite multiple attempts for additional information, none was provided. This event requires two reports. Patient identifier (B)(6) is for the single use distal cover (this report). Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2023-00287. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.